Event description:
The body locking nut on the telescoping fixator body was found to be loose at the pt's first follow-up visit. The dr determined that treatment had not been compromised, and he tightened the nut. When the pt had healed and the dr attempted to remove the fixator, he found that the clamp screws were loose and the clamps slid off the bone screw shafts without having to loosen them. In spite of the loosened components, the pt healed as desired. Because the bandages were in tact and in place at both visits, the dr does not feel that the pt could have manipulated the screws.